Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported events of catheter clotting/charring on catheter, device impedance high, and device steam pop could not be confirmed. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. However, a photo of the device packaging was provided, confirming the upn and batch number of the device. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported events. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, a photo of the device packaging was provided, confirming the upn and batch number of the device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the blazer ii xp temperature ablation catheter risk documentation was completed and confirmed that the events of catheter clotting/charring on catheter, device impedance high, and device steam pop were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific investigation findings do not provide a definitive conclusion regarding the cause of the reported events. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported events.

Event description:
It was reported that after approximately 20 seconds of ablation, a sudden and significant increase in impedance occurred resulting to an error. Upon inspection, a char was found on the catheter tip. During an ablation procedure to treat right atrial flutter and paroxysmal atrial fibrillation, a blazer ii xp temperature ablation catheter was used. After approximately 20 seconds of ablation, a sudden and significant increase in impedance occurred resulting to an error. Upon inspection, a char was found on the catheter tip. The cable and catheter were replaced, but the error was not resolved. The ablation was then continued using a full biosense setup; however, the same error occurred after nearly completing the intramyocardial conduction time (ict) block. The procedure was completed successfully with this device with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after approximately 20 seconds of ablation, a sudden and significant increase in impedance occurred resulting to an error. Upon inspection, a char was found on the catheter tip. During an ablation procedure to treat right atrial flutter and paroxysmal atrial fibrillation, a blazer ii xp temperature ablation catheter was used. After approximately 20 seconds of ablation, a sudden and significant increase in impedance occurred resulting to an error. Upon inspection, a char was found on the catheter tip. The cable and catheter were replaced, but the error was not resolved. The ablation was then continued using a full biosense setup; however, the same error occurred after nearly completing the intramyocardial conduction time (ict) block. The procedure was completed successfully with this device with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block h6. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after approximately 20 seconds of ablation, a sudden and significant increase in impedance occurred resulting to an error. Upon inspection, a char was found on the catheter tip. During an ablation procedure to treat right atrial flutter and paroxysmal atrial fibrillation, a blazer ii xp temperature ablation catheter was used. After approximately 20 seconds of ablation, a sudden and significant increase in impedance occurred resulting to an error. Upon inspection, a char was found on the catheter tip. The cable and catheter were replaced, but the error was not resolved. The ablation was then continued using a full biosense setup; however, the same error occurred after nearly completing the intramyocardial conduction time (ict) block. The procedure was completed successfully with this device with no patient complications. The device is expected to be returned for analysis.